Event description:
Patient additionally reported, ¿submammary wrinkles on both sides¿. And ¿psychological impairment and psychological consequences¿. Device was explanted.

Event description:
Patient reported left side rupture. Patient additionally reported ¿submammary wrinkles on both sides¿ and ¿psychological impairment and psychological consequences¿ . Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.